Event description:
Customer reported pt with blurry vision, mild dry eye feeling and superior limbic keratitis noted at 3 months post op. Lasik surgery left eye. A collagen plug was placed in the left lower lid. There are two related reports for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).